Manufacturer narrative:
A ge service rep performed an on site investigation. The pcb's and connections in the workstation and mainframe were evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a communication error, and that rebooting the system restored functionality. This is consistent with an intermittent lock up situation. There is no report of injury or death associated with this event.